Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported one of their patients ¿went back for their one week post op with a hypopoyon that looks sterile more inflammatory and they had no pain but right now retina specialist is tapping [patient] and treating [patient] for endopthalmitis¿. Device remains implanted.